Event description:
Nurse smelled smoke and identified it was coming from patient room. Braun infusapump IV pump electrical cord was on fire. Due to patient's medical condition and morbid obesity, patient non-ambulatory and needed to be removed from room.